Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 350cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture. Routine mammogram was performed on (B)(6) 2020 and was redone again on the left side on (B)(6) 2020 and an ultrasound due to a spot found. Patient then was referred for an MRI on (B)(6) 2020 and findings show bilateral implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On november 10, 2020, mentor became aware that the ruptured implants were discarded by the hospital. Hence, method code has been updated to "device discarded" under field h6 on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2020, mentor became aware that the date of removal only surgery is november 9, 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d7 explantation date has been updated to (B)(6) 2020. Field h6 patient code "no code available" has been added. Field h6 method code has been updated to "device not returned." H6 patient code 3191: medical device removal. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).